Manufacturer narrative:
Device was not returned.

Event description:
Based on the information received form patient implant form, perceval sutureless aortic heart valve size 21 was implanted on (B)(6) 2022. On (B)(6) 2022, patient passed away. No further information is available at this time.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the medical judgement received, there was no relationship between the device and the reported event. Furthermore, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be submitted.

Event description:
Based on the information received form patient implant form, perceval sutureless aortic heart valve size 21 was implanted on (B)(6) 2022. Reportedly, patient passed away on (B)(6) 2022. No further information is available at this time. Based on the medica judgement received, there was no relationship between the device and patient death.